Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. A visual examination of the device showed no damage to the catheter tubing or the balloon. A functional test was performed on the returned device. A cook quantum biliary inflation device (qbid-1) was filled with water and attached to the balloon inflation port and negative pressure was applied to the balloon. After applying negative pressure, the balloon was inflated. During inflation, water was noted coming from a hole in the distal end of the balloon material. No other anomalies were detected with the device. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed there is a pinhole in the distal end of the balloon material. A definitive cause for this observation could not be determined because the actual prior to use testing conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. A possible contributing factor to a hole is if the balloon material comes in contact with a sharp object. Prior to distribution, all quantum ttc biliary balloon dilator are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for device feasibility testing, the user selected a cook quantum ttc biliary balloon dilator. It was reported [that] during testing of a qbd-10x3 balloon on (B)(6) 2022, the balloon started leaking when being filled with water. There was a small stream of water coming from the distal end of the balloon as well as larger droplets coming out of the distal tip of the catheter. This occurred prior to patient contact; there was no impact to the patient.